Event description:
Date of event- unk, based on the event description approx 2008. It was reported to boston scientific corp that approx 6 weeks post lynx midurethral sling procedure, the physician observed upon exam a fingertip sized mesh exposure into the vagina. Pt is in no pain, has no discharge, and is currently on estrogen creme. The pt returned for a procedure 3 weeks later, the physician excised the exposed portion (about the size of a dime) of the sling and closed the vaginal mucosa over the excised area. The physician plans to see the pt back in two weeks, to check on how she is doing.

Manufacturer narrative:
The lot number of the suspect device is unk, therefore, the MFR and exp dates can not be determined. The device will not be returned, as it remains implanted within the pt; therefore, a failure analysis will not be available, and we are not able to determine the relationship between this device and the cause of this event.